Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This the only complaint reported to date for this failure mode. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause is unk. It is unk if procedural factors contributed to the reported event.

Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs did not fully expand. The filter was retrieved with a snare device and another filter was deployed without incident. There was no reported pt injury.